Event description:
The customer reported that during a procedure the system displayed a 253 error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply was increased from 4.74 vdc to 5.17 vdc. The system was tested and found to be working as intended and put back into service.